Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was returned with the hook and ceramic sleeve missing from the instrument. The broken pieces were not returned. A small portion of the hook shaft remained on the yaw pulley. No damage was observed on the cables or the conductor wire. It was concluded that the damage to the hook was likely due to misuse/mishandling. Failure analysis investigation also found that the distal end of the instrument's main tube had material missing. The surface of the main tube appeared to be scrapped off with deep scratches at several areas. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, after the permanent cautery hook instrument was installed, the hook on the instrument broke off and fell into the patient. The broken instrument piece was retrieved during the surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.